Event description:
Cook medical reported for the customer, "the product had malfunctioned and the catheter portion had broken off inside a patient." Additional info received on (B)(6) 2013: "while removing mediport, pcs broke off in patient vein. Vascular surgery had to remove with endovascular snare." Piece of catheter - patient taken to another facility - removed via interventional cath lab.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation. Unable to do an evaluation, due to the fact that the product has not been returned.